Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on an unknown date and suture was used. When the surgeon used the suture-to-suture skin, first when tie the suture, this suture was broken. Then, he used second suture the same situation still occurred, so he used the third suture to complete this procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/5/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences. No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet and one used needle were received for analysis. During visual inspection of the detached needle, the swage area was noted with marks by a surgical instrument. The hole was examined under magnification and a suture piece was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.